Event description:
It was reported that during a follow up, noise leading to automatic mode switch episodes was observed on both channels of the pulse generator. Device reprogramming was performed. The patient was in good medical condition.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.